Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported that they have had byte treatment and was happy with their teeth. The patient noticed that their front left tooth is wearing away on the right side in a strange and accelerated way. Also, their dentist says that their back teeth are not connected when they bite down. All the pressure from their bite is hitting their front teeth. The patient said their front left tooth is wearing down at the bottom as well. The patient stated that they guess their bottom teeth did not move to the correct place as planned.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.